Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during four separate vitrectomy procedures the trocar valves leaked. The procedures were completed without replacing the product. There was no harm to the patients. The product samples were requested. No additional information is expected.

Manufacturer narrative:
A non-safety medical device correction was completed on august 12, 2015 and a manufacturing change implemented to address the root cause. All potentially impacted alcon customers have been contacted, trocar plugs made available and other risk mitigations discussed.(B)(4)

Manufacturer narrative:
Four opened trocar hub/cannula assemblies were received for the report of trocars were leaking. The returned samples were visually inspected and two of four samples were found to be conforming. The remaining two samples were found to have the septum slit slightly open. A device history record review for each of the trocar valve entry lots was conducted. The device history record review indicates the lots were released per the manufacture¿s acceptance criteria. No anomalies were found in the seven lots. A complaint history examination indicates that this is the sixth complaint and third complaint for trocars leaking lots. Due to an observed increased trend for this event, an internal investigation was initiated to determine if corrective and preventative actions were necessary. A root cause for the increased complaint rate was found to be related to a manufacturing post assembly inspection practice. The post assembly inspection has been discontinued and an effectiveness check has been established and will be monitored periodically. The manufacturer internal reference number is: (B)(4).